Event description:
Healthcare professional reported left side "breast pain caused baker iii capsular contracture in the implant," ¿discrete edema in the subcutaneous plane and breast parenchyma in the region of the lateral quadrants," ¿breast implant with some folds in the elastomer," and ¿collections defined by the method, which may be related to an inflammatory/infectious process. Healthcare professional also reported fatigue, malaise, joint pain (silicone disease), which has limited her work activities, all not related to the device. The device has been discarded.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/06/2024.

Event description:
Healthcare professional reported left side "breast pain caused baker iii capsular contracture in the implant," ¿discrete edema in the subcutaneous plane and breast parenchyma in the region of the lateral quadrants," ¿breast implant with some folds in the elastomer," and ¿collections defined by the method, which may be related to an inflammatory/infectious process. Healthcare professional also reported fatigue, malaise, joint pain (silicone disease), which has limited her work activities, all not related to the device. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "breast pain caused baker iii capsular contracture in the implant," ¿discrete edema in the subcutaneous plane and breast parenchyma in the region of the lateral quadrants," ¿breast implant with some folds in the elastomer," and ¿collections defined by the method, which may be related to an inflammatory/infectious process. Healthcare professional also reported fatigue, malaise, joint pain (silicone disease), which has limited her work activities, all not related to the device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "breast pain caused baker iii capsular contracture in the implant," ¿discrete edema in the subcutaneous plane and breast parenchyma in the region of the lateral quadrants," ¿breast implant with some folds in the elastomer," and ¿collections defined by the method, which may be related to an inflammatory/infectious process. Healthcare professional also reported fatigue, malaise, joint pain (silicone disease), which has limited her work activities, all not related to the device. Device remains implanted.